Event description:
It was reported the patient fell down the stairs in (B)(6) 2011 and broke the lead. The lead was replaced shortly after the fall. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had broken their lead ¿and/or¿ had a loss of connection.

Manufacturer narrative:
Product ID 3889-28, lot# v199904, serial# implanted: (B)(6) 2009, explanted: product type lead; product ID 3037, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).